Manufacturer narrative:
Concomitant products: product ID: 8780, lot# 0210810507, implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 5.000 mcg/ml at 1.898,4 mcg/day and bupivacaine 2.500 mcg/ml at 949,2 mcg/day at via an implantable pump for an unknown indication for use. It was reported that during normal use the intrathecal pump was dysfunctional. It was reported that the patient experienced an increase in post implant pain. It was noted that the patient had cancer pain. There was testing of the operation of the pump and intrathecal catheter using fluoroscopy and contrast medium. It was noted that a pump rotor test was not completed and it was unknown if the pump was stalled. A catheter access port (cap) study was done. It was not possible to visualize the correct operation of the pump and that there was an issue with the catheter as it was not possible to past contrast medium ¿through this.¿ it was noted that this indicated a catheter occlusion. The reservoir volume according to the n¿vision reading was 2,2 ml and 7 ml was obtained during the revision and filling procedure. It was reported that anything could have led to or contributed to the issue. At this time, the pump and catheter remain implanted and in service. It was noted that at the time of this report the issue was not resolved. It was reported that a surgical revision had been planned. The patient status at the time of this report was alive ¿ no injury and it was further noted that the patient is doing fine and is receiving partial therapy. No further complications were reported and/or anticipated. The patient¿s medical history included cancer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.